Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the rate of the device was out of range. During preventative maintenance testing, the volume was over the 82.4ml limit when the device was set to continuous mode of 150ml/hr for the 30min accuracy test.